Event description:
It was reported that right ventricular (rv) lead exhibited possible loss of capture (loc). The patient was receiving radiation. The healthcare professional called in questioning about the possible loc. Technical services (ts) recommended to increase the rv output to reduce the loss of capture. This rv lead remains in service. No patient adverse effects were reported.